Event description:
The MFR's eval dept confirmed melting and burning of connector pins 3 & 4 on the inform system. The product had been returned by the initial reporter and upon eval by the MFR, the determination was made. The initial repoter stated any actions taken or treatment received was not applicable.